Event description:
The user facility reported to have experienced a complete loss of image during two separate gastroscopy procedures. The users reported to have utilized a different, but similar device to complete both procedures and there were reportedly no pt injuries. No further detailed info was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of an image difficulty. The image was observed to flicker, smear, and experience intermittent loss of image with lines displayed when the electrical connector was manipulated. The electrical connector was examined and evidence of corrosion and residue was found inside the electrical connector pins, which most likely caused the image difficulty. Additionally, the distal end cover was found cracked, resulting in the failed distal end cover insulation test. The cause of the user's experience was determined to be due to fluid invasion. As the device passed the leak test, the source of the fluid invasion appears to be due to user mishandling. This report is being submitted as a medical device report in an abundance of caution.